Manufacturer narrative:
Date of event is unknown. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device was not explanted at the time of reporting. Device remained implanted. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent a left tibia nail procedure on the left leg on (B)(6) 2016. The area is fully healed. However, the patient is experiencing pain and swelling. Patient has not been revised to date as the area is very swollen. Surgeon and allergist are determining the next appropriate course of action. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).